Event description:
It was reported that the nurse began routine tracheostomy care on her pt when she noticed that something did not look right with the tracheostomy tube. She immediately called the rrt who identified that the flange had become disconnected from the lower portion of the tube. It was reported that the customer stated that this was a relatively fresh percutaneous tracheostomy tube and changing the tube posed a risk to the pt. The tube needed to be taken out and replaced immediately. It was reported there was minimal bleeding with fresh tracheostomy tube insertion. It was reported there were no residual ill-effects to the pt and the pt status was reported as recovered.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted. A mfg CAPA is already in place to investigate complaints of flange/hub separation.